Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 2.0x150mm armada 18 balloon dilatation catheter, a leak was noted at the proximal marker; therefore the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during preparation of the 2.0x150mm armada 18 balloon dilatation catheter, a leak was noted at the proximal marker; therefore the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed, and a balloon rupture was noted on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on evaluation of the returned unit and the reported complaint. Return device analysis confirmed a pinhole, proximal to the proximal balloon marker on the crease of the balloon. During scanning electron microscopy (sem) analysis it was determined that this balloon rupture was mechanically initiated (pinched) from the outer diameter (od) thru to the inner diameter (ID) surface, located at the crest of the balloon fold, which resulted in the reported leak. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.